Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found that the drying elements were damaged. Steris requested that the replaced parts be returned to steris for evaluation. The unit has been removed from service pending repairs; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their reliance vision multi-chamber washer caught fire. No report of injury.

Manufacturer narrative:
Steris has requested that the components from the drying section be returned for evaluation. At this time, steris does not have access to the components for evaluation as the customer is performing their own investigation. Without access to the components, a specific root cause cannot be determined. The technician made the necessary repairs, tested the washer, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.